Manufacturer narrative:
Additional information: section h imdrf annex codes, section d concomitant med prod data correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model upon investigation of the actual device used in this incident, it was determined that the patients were not admitted to the pyxis. A technical support specialist (tss) identified that the string or binary data was truncated, and the allergy code was limited to 50 characters of text. The tss dialed into the care fusion coordination engine and edited the al1 segments for al1. (3).3.1 to exceed 50 characters. The tss then logged into the server and changed the retention on dispensing system as storage and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the deviceupon investigation of the actual device used in this incident, it was determined that the patients were not admitted to the pyxis. A technical support specialist (tss) identified that the string or binary data was truncated, and the allergy code was limited to 50 characters of text. The tss dialed into the care fusion coordination engine and edited the al1 segments for al1. (3).3.1 to exceed 50 characters. The tss then logged into the server and changed the retention on dispensing system as storage and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not admitted the patient details. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server was not admitted the patient details. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.